Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties and patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. It was reported that the stent delivery system's (sds) stent was observed to be deformed after advancement. The physician removed the sds and noted the stent was not on the system. Factors that may contribute to material deformation or stent dislodgement include, but are not limited to, interaction with accessory devices, product damage during handling/ preparation of device, or interaction with a challenging lesion. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material deformation or stent dislodgement. The dislodged stent remains within the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Medwatch mw5162648 received which states: the stent was prepared to load onto the wire and visualized. When the stent got through the catheter to the coronary the stent was visibly damaged. The physician pulled the stent delivery system out the of the system and noted the stent was not on the system. Stent was not identified. Physician removed product, except the sheath. He inserted a diagnostic catheter to take fluro guided images of the upper body (excluding head and neck) and lower extremities. No stent was visualized. Product retained and kept for review. Physician aborted intervening on that vessel. Case was finished and patient was taken to post-op area. Imaging orders placed to evaluate for retained object.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.